Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). Device manufacture date: (B)(6) 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused solution. The pump was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.